Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.a getinge service territory manager (stm) was dispatched to evaluate the iabp. While inspecting the iabp, the stm noticed that the display froze once, the stm tried to get the problem to duplicate itself; however he was unable to do so. The stm then went though the iabp and reseated all cables and connectors that were related to the display. Additionally, the stm checked the coiled cable and tightened all connections. Upon further evaluation, the stm noticed code 64 (fan failure), checked the power supply and the fan and both were working correctly. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.the name of the event site has been abbreviated due to field character limit; the full name should read hospital.

Event description:
It was reported that an unspecified malfunction occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.